Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The samples were received without its original packaging, in used conditions and with its certificate of safe handling. Visual inspection was performed at 12" under normal lighting to received units, in order to detect any damage on the cuff or airline. The results shows no damage could be detected. Functional testing shows teat the samples were inflated with 15cc of air to see if there was any functional problem. The results shows, when inflating the samples with 5cc of air. No discrepancies were observed. There is no root cause since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the cuff partially deflated immediately after inflation. No patient injury was reported.